Event description:
The customer reports having been experiencing symptoms of hypoglycemia, and called paramedics. Paramedics diagnosed the customer with hypoglycemia, with a blood glucose of 36 mg/dl and treated the customer with IV glucose. The customer was unable to test on the adc meter, as it kept giving the "apply blood" message.